Manufacturer narrative:
Analysis was able to confirm the reported display screen issue. The main printed circuit board (pcb) and the lower display were replaced. Analysis also noted that the two lower bosses of the lower case were broken and four case screws were contaminated. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower screen was all scrambled making the screen illegible. The epg was returned for service. There was no patient involvement.